Manufacturer narrative:
(B)(4). Product not returned for evaluation. No replacement product needed at this time. Problem solved at the time of the call by training. Product worked as intended. Most likely underlying root cause of malfunction: user applied blood to strip before inserting strip into meter (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call in order to ensure the customer's condition since the initial call - unable to establish contact with the customer at this time.

Event description:
Consumer reported complaint for e-3 upon insertion and symptoms. The customer is concerned with tests results from results obtained of e-3 accompanied by symptoms. The customer's expected fasting blood glucose test result range is 250 to 300mg/dl. The customer did report symptom of dry mouth. Medical attention is not reported as a result of the actual blood glucose results and reported symptoms. On (B)(6) 2017, a blood test was done fasting and produced a result of 218mg/dl using a true metrix meter. Product problem resolved by training during the time of the call. The product is stored according to specification in the bedroom. The test strip lot manufacturer's expiration date is 06/27/2018 and open vial date is undisclosed. The meter memory was not reviewed for previous test result history.